Event description:
It was reported that pump experienced recurring cartridge alarm 20 that did not occur during load process. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge with guidance from technical support but alarm recurred, so customer planned to use multiple daily injections as backup therapy while pump was replaced under warranty, and technical support arranged shipment of replacement pump, instructed customer to place current pump in storage mode, return it using pre-paid label, and set up replacement pump settings and continuous glucose monitor connection upon receipt.